Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was discharged.

Event description:
This device was prophylactically addressed by surgery. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on (B)(6)2022 for a subset of devices distributed and implanted outside of the united states, which identified a moisture ingress anomaly, potentially leading to loss of capture, increased current drain, impacting battery longevity, resulting in premature depletion or early explant. Therefore, this an MDR reportable complaint.